Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of being hospitalized three times due to high blood glucose. Customer reported that they were past events. Customer reported of receiving no delivery alarm. Customer reported to have been hospitalized on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer had symptom of high blood glucose; customer had vomiting, nausea and difficulty concentrating. Customer was hospitalized due to ketones, but not diabetic ketoacidosis. Customer was treated with insulin drip and IV fluids. Customer was not wearing insulin pump for about eight hours at the time of hospitalization. Prior to hospitalization, customer received a no delivery alarm. Customer attempted to change site and found that infusion set had no needle. Customer attempted to treat with manual injection and found that insulin was old.